Event description:
It was reported that patient with this implantable pacemaker experienced feeling jumping or impulse sensation at infrequent intervals and patient cannot explained. Moreover, it was possible a nerve stimulation in the shoulder area as patient exhibited similar jumping or twitching even after the device was turned off. Physician decided to turn on device at a slower lower rate limit (lrl) and decrease outputs above threshold margins. To date, the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.